Event description:
Reporter indicated that communication could not be established with a patient's vns generator. It was reported that the patient could not feel stimulation. A second programming system was then used to attempt interrogation, and communication could not be established. There was not enough programming history available to perform a reliable battery life calculation. The physician has determined that the generator is likely at end-of-service, and surgery to replace the generator has been planned.